Event description:
Procedure: colon resection. According to the report: the anvil tilted before firing while inside the patient's cavity. The surgeon transected tissue in order to remove the device. A new anvil was inserted to complete the case. There was no delay in or time reported.